Event description:
A customer reported that the connector of the cutter was unable to lock and the connector came off when the cutter was actuated during surgery. The cutter was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).